Event description:
A false negative adiva centaur total hcg pt result was obtained by the customer. The pt sample was retested on another adiva centaur xp the following day and the result was positive. The pt sample was repeated on the original adiva centaur xp and the result positive. The positive test result was reported by the customer. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg results.

Manufacturer narrative:
The cause for the initial discordant advia centaur xp total hcg pt result is unk. There were no errors noted in the system event log. The customer has declined any siemens field service intervention. No further eval of the device is required.